Event description:
The MFR received info alleging a ventilator failed a checkout test during maintenance at a third party service center. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party svc ctr, an issue related to the device's sensor board was observed. The ventilator's sensor board was replaced to address this issue.